Manufacturer narrative:
Batch review performed on 20 september 2024: 02.12.0006r femoral component sphere cemented size 6 r lot 140304: (B)(4) items manufactured and released on 17-feb-2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Additional components involved: batch review performed on 19 september 2024: ref. 02.07.f11030 primary extension stem ø11mm / l 30 mm (k133630) lot. 133916: (B)(4) items manufactured and released on 03-feb-2014. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 20 september 2024: ref. 02.07.1205r tibial tray fixed cemented size 5 r (k090988) lot. 140176: (B)(4) items manufactured and released on 17-mar-2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 20 september 2024: ref. 02.12.0510fr tibial insert fixed sphere flex size 5/10 mm r (k121416) lot. 140360: (B)(4) items manufactured and released on 13-feb-2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
First stage knee revision for infection at about 10 years and 3 months post primary. All implants were removed and washout was performed. A competitor spacer was implanted as the joint was infected. After a check of the agent with the hospital, no further information will be available regarding the 2nd stage revision or the patient.